Event description:
It was reported that there was high pacing impedance and noise it was further reported that there was fluctuating impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, the impedance trend on the lead was variable, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was high pacing impedance and noise it was further reported that there was fluctuating impedance. It was further reported that there was an apparent lead fracture along with multiple nsvt (non-sustained ventricular tachycardia) episodes. No patient complications have been reported as a result of this event. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was high pacing impedance and noise the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.